Event description:
It was reported that the procedure was to treat a lesion in the left internal carotid artery. The 6.5/190 accunet was advanced without issue. A balloon was advanced over the accunet wire without issue for post-dilatation; however, when the balloon catheter was removed, it was noted that it was not on the wire. Fluoroscopy was performed and it was observed that the guide wire was separated in the mid portion. There was no resistance noted throughout the procedure. A retrieval catheter was advanced, but could not retrieve the separated portion of the wire; therefore, the patient was sent to surgery for successful removal of the guide wire. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.